Manufacturer narrative:
No product is being returned for evaluation.

Event description:
Patient had initial shoulder surgery in 2007; suretac was implanted. Second surgery was performed approx 6 weeks later, and the suretac was found to be broken into pieces. It is unknown if the suretac pieces were removed or if any other fixation was needed. No other information is available.